Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5075311.

Event description:
It was reported that during use a bd integra¿ syringe with detachable needle was found leaking as the ¿vaccine leaked from where the needle attaches to the syringe during injection.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
New investigation information received and updated. Investigation summary: no samples were received from the reported lot 3206409 (p/n 305274); however, a single 3ml integra syringe was received in an opened package from batch #4119946 (p/n 305274) which customer indicated it is representative lot. Additionally, photos were received. Sample was visually evaluated. One orange hub (25g) needle was found attached to the syringe instead of green (21g) needle supplied with the product. The sample received does not match reported batch #. Damage was observed at the top edge of the collar not affecting function. A band aid was found attached to the barrel wall for unexplained reason. The needle was not retracted and the syringe had medicine residue in the fluid path. No signs of leakage around collar were observed. Small amount of fluid was observed between stopper ribs. The stopper was evaluated. Superficial extra rubber was observed on the top part, but no holes or other stopper defects were observed. The syringe was reassembled and tested for leakage. It was filled to nominal capacity with warm water 4 times and dispensed 2 times with moderate pressure and 2 times with full pressure. It was evaluated after each test ¿ no leakage was observed at the collar nor at the stopper. Furthermore, a device history record review (lot #3206409) showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the sample evaluation, bd was not able to duplicate or confirm the customer's indicated failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends investigation conclusion: sample evaluation: a single 3ml integra syringe was received in an opened package from batch #4119946 (p/n 305274). Sample was visually evaluated. One orange hub (25g) needle was found attached to the syringe instead of green (21g) needle supplied with the product. The sample received does not match reported batch #. Damage was observed at the top edge of the collar not affecting function. A band aid was found attached to the barrel wall for unexplained reason. The needle was not retracted and the syringe had medicine residue in the fluid path. No signs of leakage around collar were observed. Small amount of fluid was observed between stopper ribs. The stopper was evaluated. Superficial extra rubber was observed on the top part, but no holes or other stopper defects were observed. The syringe was reassembled and tested for leakage. It was filled to nominal capacity with warm water 4 times and dispensed 2 times with moderate pressure and 2 times with full pressure. It was evaluated after each test ¿ no leakage was observed at the collar nor at the stopper. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure. DHR review for batch 3206409 (p/n 305274): manufacturing dates: 1/31/2013 to 8/05/2013. Batch quantity was 379,300. Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206409 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause description root cause and CAPA not required as no defects were confirmed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 3206409 (p/n 305274): manufacturing dates:1/31/2013 to 8/05/2013. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206409 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Unconfirmed: bd was not able to confirm the customer¿s indicated failure. Investigation conclusion: no root cause can be determined as no samples were received.